Event description:
The manufacturer received information alleging a ventilator not operative condition occurred. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at a third-party service center, no errors were found in the error log. There is no documentation stated regarding the root cause or a replacement component to address the issue. The third-party service technician notes that the blower assembly, machine flow sensor, and two in line filter prox were contaminated. Additionally, the vanity cover is damaged. The muffler assembly, air foam inlet filter, and particulate filter will be replaced for preventative maintenance. No further investigation is required at this time. If additional information becomes available at a later date, a follow up report will be submitted.